Manufacturer narrative:
(B)(4).

Event description:
This was a procedure to extract a cardiac lead from the right ventricle. While lasing with a 16fr. Spectranetics glidelight laser sheath a tear in coronary sinus occurred. The injury was repaired and the lead extraction was successful. The patient survived the procedure.